Event description:
It was reported that a user experienced fluctuating blood glucose with hypoglycemia followed by hyperglycemia while using the system; the user discovered the luer connector was loose and not locked, and after locking it, planned to monitor glucose, with no alarms reported and troubleshooting and education completed. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-treatment with oral glucose for the low and no medical intervention, hospitalization, or ketone testing. Investigation included customer counseling to inspect the infusion site and luer connection and lock the connector. Investigation of this case revealed a connector issue consistent with a loose or unlocked luer connection that could allow leakage or interrupted insulin delivery, which aligns with device component connection issues without system alerts. It was concluded, based on previously established findings for similar reports, that user-correctable connection integrity was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.